Event description:
A xcm biologic surgical mesh was implanted during a nipple areola reconstruction procedure. At some point post-operatively, the patient's breast became swollen and red. It is unknown whether these symptoms were due to allergic reaction or infection. The xcm biologic surgical mesh was subsequently removed. The outcome is unknown at the time of this report.

Manufacturer narrative:
As of the date of this report, the part number and lot number of the xcm biologic surgical mesh used in the procedure are not available. Attempts to gather additional information about the device and the patient are ongoing.